Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 224, which was not reproduced. System error 224 was confirmed through review of the event history log. Evaluation stated that causality is limited due to the inability to reproduce the customer's allegation; therefore, the ac power adaptor was replaced as a known contributor. While evaluation did not mention the known software bug for "system error 224" occurences, it is most likely the root cause for this issue therefore the unit was out of specification.

Event description:
It was reported that a spectrum pump displayed system error 224. Any patient involvement, injury or medical intervention is unknown.